Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Hospital has had 3 infected joints. They noticed same lot code of antibiotic cement was used on all three patients. They are wanting to make sure we have not had any issues with that particular lot code.

Manufacturer narrative:
Upon file review for closure, lot information was noted. This device is OEM, no further information is available.

Event description:
Hospital has had 3 infected joints. They noticed same lot code of antibiotic cement was used on all three patients. They are wanting to make sure we have not had any issues with that particular lot code.